Event description:
It was reported that the patient was experiencing dizziness and fatigue. Device interrogation revealed short episode of ventricular tachycardia and an intermittent loss of capture on the left ventricular lead. The left ventricular sensitivity and pacing configuration was reprogrammed and normal functionality resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.